Event description:
It was reported that intermaxillary fixation (imf) screw broke during patient surgery. The patient had cancer and was having a microvascular free flap procedure performed with a plate and screws. During the procedure a intermedullary fixation screw (imf) broke at the head. The screw was retained. There was no delay in surgery. This report is for an unknown screw. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.